Manufacturer narrative:
Device evaluation summary: one cadd solis vip pump was returned for analysis. Visual inspection found the pump to be in good physical condition. Review of device history log found the reported event in the history log. During functional testing, a cassette was attached to the pump. The attachment of cassette failed. During investigation, it was found that the pump had signs of fluid ingression which damaged the downstream occlusion sensor. The customer's concern regarding was confirmed. Problem source was identified as user induced fluid ingression.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited constant "cassette attached incorrectly" alarm. Reported that there was no patient involvement.